Event description:
Information was received in 05/2004 from a surgeon (who is a colleague of these patients' surgeon) regarding an unknown number of patients who experienced what "seems [to be] a higher rate of abscess formation and adhesions post-surgically." The pts received four to twelve sheets of seprafilm adhesion barrier on unknown dates for a variety of surgical conditions, including laparotomy for a ruptured appendix with gross contamination of the abdominal cavity. The pts experienced an increased incidence of abscess formation and adhesions post-surgically (dates unknown). Corrective treatments and outcomes were not known. The relationship between the events and seprafilm was considered probably related, per the reporter (who did not treat the patients).